Event description:
All all bls crew responded to a cardiac arrest call, the pt had been down for sometime. The crew arrived 4 minutes after receiving the call. Disposable defibrillation electrodes were attached to the pt, and the device was turned on. The crew attempted to analyze the pt's rhythm and found the device keypad did not have the analyze or advisory keys. The crew can only use the device in AED mode. They continued to monitor the pt. After a 2 minute delay the als service provider arrived on scene and the pt was transferred to their care. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the pt's condition when the crew arrived; the pt had been down for some time and lavidity had started to set in.